Event description:
It was reported that deflation issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. A 6.0 x 60, 75-cm mustang balloon catheter was used for dilation. The patient was undergoing dialysis; however, the physician couldn't deflate the balloon. The physician removed the balloon physically, and the procedure was completed with another of same device. No further issues were reported.

Event description:
It was reported that deflation issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. A 6.0 x 60, 75-cm mustang balloon catheter was used for dilation for this patient undergoing dialysis; however, the physician couldn't deflate the balloon. The physician removed the balloon physically, and the procedure was completed with another of same device. No further issues were reported.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 24 atmospheres as per mustang specification with no leaks noted. The investigator was unable to deflate the balloon fully. The investigator dissected the shaft for further analysis and the balloon deflated immediately. The hub was dissected under manufacturing operations supervision and the initial review suggested that the patency inflation lumen was compromised. A visual examination of the marker bands identified no issues. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device.